Event description:
Device 1 of 2: MFR. Reference: 1627487-2019-04996. It was reported that the patient was not getting adequate therapy due to lead migration. The leads were explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.